Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. And the reported failure was confirmed. The evaluation also identified, a slice on the cable and a failed leak test. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: the static image was, due to a faulty charge-coupled device. A device history review of the current product was conducted and no problems were found. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, that the camera head had a static image. The issue was found at preparation for use. There was no patient involvement.

Event description:
It was reported that the camera head had a static image. The issue was found at preparation for use. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.